Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lot). It was reported the pt is no longer receiving adequate coverage. It was also reported the pt is receiving stimulation in the stomach and chest. The pt will undergo x-rays on later date.